Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the readings are inaccurate on this multigas unit. Tech support (ts) asked if they saw any error messages, but he said that the staff did not mention any. They replace the water trap after each surgery, and they swapped in another gf-210ra and that one worked. Qa inquired what the incorrect reading was and what was the expected reading and how was this determined to be incorrect; however, they did not know this information. No patient harm was reported. Service requested / performed: the device, (gf-210ra, serial number (B)(6)), was returned, decontaminated, cleaned, and evaluated. During evaluation, it was noted the unit was returned with the water trap and was verified as being on software 01-06, firmware revision 04.23.01. During visual inspection, there was no physical damage, nor any fluid intrusion noted. We were unable to confirm the reported inaccurate gas readings, as there was not enough information reported. However, we found a secondary issue, as during functional inspection, (upon boot up), the device powered up and immediately displayed an error message "gas line block" and then displayed "gas device error". The error messages were suspected to be possibly due to an issue with the pump. We replaced the pump, as a preventative measure, (as per (B)(6) no.: mb-3014-nka), part number 6104902637 (pump for gf-210ra) and updated the software to version 01-07 and firmware revision 04.23.02. The unit was tested per the operator's/service manual and operates to manufacturer's specifications, meeting specifications in all areas. Since a replacement device was already provided to the customer, to resolve the issue, the device was dispositioned to our used stock inventory. Investigation conclusion: based on the available information, we were unable to confirm the reported issue, as there were no issues found with the device during evaluation. However, we found a secondary issue, as an error message displayed. In this case, it is possible the error message displayed, possibly the pump was starting to fail, (due degradation and wear and tear damage over time), and was replaced as a preventative measure. We provided a replacement device to the customer, to resolve the issue. Although a definitive root cause was not determined, we have identified several gas device issues, potential causes, and mitigations of such issues, which are not limited to, and listed below in further detail, for reference. Overview of gas device issues and potential causes: we have identified several known issues and potential causes of gas device issues, which not limited to, and described in further detail below. Gas device errors/gas module monitoring failures (such as gas monitoring system not working): a gas device error is an indication that the gas module has failed. Typically, these issues are due to damage (such as component failures: sensor, pump, motor, parts), or due to software issues, (such as firmware upgrade needed). Device/component failures (such as physical damage, gas device failure, sensor failure, fan failure, nibp pump or other component issues or failures, including loud noises): damage to the device or its components can occur due to physical damage from droppage or an impact to the device, (which can lead to internal component), damage. Physical damage can also occur during transit or shipping, excessive handling/mishandling, wear and tear, moisture ingress, fluid spill, or mechanical stress to components, during normal use of the device. The device and its internal components are not waterproof or shockproof. Proper handling, storage and device maintenance should be observed per the applicable operator's manual (0614- 905501e). In cases where device or components become damaged, the performance of the device and components is not guaranteed. Display screen issues (such as display screen issues, display screen is black, blank and/or will not turn on, display screen is having intermittent power related issues, display screen is flashing intermittently): typically display screen issues are caused by a failed component (from physical damage, mishandling, wear and tear, or mechanical stress during use of the device), user related setup error or due to an intermittent power related issue at the facility. Software issues, (such as firmware upgrade needed, or use of incompatible or outdated software): if an outdated version of software is being used, or is incompatible with other devices being used, (due to a user error), it can lead to gas device issues and/or module error messages being displayed. User related setup/installation errors, (such as incorrect setup or connection of cables, monitors, devices, hardware, or equipment), setup installation issues, (such as gas calibration issues, data flow issues,): if a setup/installation issue occurs, it is typically due to a user related error. User related setup and installation issues can lead to issues with incorrect or intermittent display of values, readings, measurements, which are further detailed below. Incorrect/intermittent values/readings/measurements displayed, (such as no o2 readings, low readings, incorrect display of measurements, maintenance/calibration issues): inaccurate values, readings and measurements displayed, are typically related to user errors, specifically the incorrect setup/installation of the gas measurement system, (which includes, and is not limited to the sampling line, connector, water trap maintenance, and the gas measuring device maintenance/calibration issues). Waveforms not displayed/intermittent/incorrectly displayed readings, (readings/waveforms not displayed or readings/waveforms displayed intermittently, readings are displayed incorrectly): if the settings on the monitoring device, connected to the device, (gf-210ra), are incorrect, it can lead to the measured values and waveforms not being displayed on the screen or intermittent readings being displayed. Additionally, measurements and reading cannot be obtained/displayed when the measurement system is not properly setup or connected. Power related/startup issues/spontaneous shutdown (such as device not powering, intermittent power loss, rebooting or intermittent display of measurements, spontaneous shutdown issues, device turning off during admit/discharge of patient): power related, startup, and spontaneous shutdown issues can occur due to device or component damage or due to a power surge at the facility, which can lead to component damage or intermittent power related issue. In some cases, startup issues can occur due to user related setup errors. Communication or signal loss issues (device not connecting, connection loss issue, facility/environmental or it (information technology) issues): if a device has a communication or signal loss issues, typically it is due to a facility network connectivity issue, facility server communication issue or due to a facility it (information technology) related issue. Communication and signal loss can also occur due to a user related setup error or in some cases, a device or component could be damaged, due to droppage, mishandling or due to mechanical stress or wear and tear, during normal use of the device. App advisory error message issues (such as line block error, faulty external device, check external device, overheating errors): the user may receive an error message, (such as "external unit failure, check external device" or other error messages), which are typically an indication of a user related setup/installation error or an issue with a failed component. Per the applicable operators manual possible, causes of external unit failure and check external device error message are as follows: 1) faulty external device, 2) the connection cable connected to the monitor is disconnected, 3) power cord is disconnected and/or 4) an error occurred in the communication between the unit and the bedside monitor. These issues can be resolved by checking the connection between the gas device and the bedside monitor. For other errors displayed, (such as "overheating error"), or should an error message issue remain, the gf-200r mainboard or gf-200r sensor unit, or another component, (such as a fan, pump, or motor), may have failed and may need replacement.

Event description:
The biomedical engineer reported that the readings are inaccurate on this multigas unit. Tech support (ts) asked if they saw any error messages, but he said that the staff did not mention any. They replace the water trap after each surgery, and they swapped in another gf-210ra and that one worked. Qa inquired what the incorrect reading was and what was the expected reading and how was this determined to be incorrect; however, they did not know this information. No patient harm was reported.

Event description:
The biomedical engineer reported that the readings are inaccurate on this multigas unit. Tech support (ts) asked if they saw any error messages, but he said that the staff did not mention any. They replace the water trap after each surgery, and they swapped in another gf-210ra and that one worked. Qa inquired what the incorrect reading was and what was the expected reading and how was this determined to be incorrect; however, they did not know this information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the readings are inaccurate on this multigas unit. Tech support (ts) asked if they saw any error messages, but he said that the staff did not mention any. They replace the water trap after each surgery, and they swapped in another gf-210ra and that one worked. Qa inquired what the incorrect reading was and what was the expected reading and how was this determined to be incorrect; however, they did not know this information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.